Event description:
The iab was inserted for support after a bypass and mitral valve surgery. Three days later, blood was seen in the helium tubing. Because of this, the iab was removed and the pt did not require additional support. There were no associated pt complications.